Event description:
The iab was inserted into the pt on 9/26/97. On 9/27/97 after iabp for 24 hrs, blood was noted in the tubing and the iab was removed. No second was inserted. The following was rpt'd to datascope on 10/20/97: a loss of augmentation was observed and that blood was noted in the extension tubing. Event complications: none from the event - rpt'd 9/29/97 & 10/20.pt current status: unk - rpt'd 9/29 & 10/20.

Manufacturer narrative:
Device label code for f10 position 1, 2, and 3: 1738. Evaluation: laboratory examination of the returned item revealed no defects. Underwaterleak testing revealed no leaks in the iab. Testing fr occult blood within teh balloon was negative. The iab inflated and functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty. No leak was found in the returned iab. It was not possible to determine. The cause of the rpt'd difficulty based on the event description and examination of the returned product.